Manufacturer narrative:
The customer did not return any materials for investigation. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Customer stated they used a syringe to draw the blood and they believe for some of the results more than 30 seconds had passed before the expelled the blood onto the test strip. Per product labeling, if using a syringe, the first 4 drops should be discarded and the blood should be used within 30 seconds for accurate results. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer received questionable results from a coaguchek xs plus meter compared to a laboratory using stago reagent. The serial number was requested but was not known. Data was only provided for one comparison where the meter result was 6.5 inr and the laboratory result was 4.4 inr. There was no allegation of an adverse event.